Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 of the same event. It was reported that during an unspecified surgical procedure, it was observed that the electric pen drive device, hand switch device and cable to the console device would run in reverse while in forward position as the devices were in use together. According to the reporter, the system would run in forward when playing with the switch but when letting off and starting the system up again, it would run again in reverse. There was a delay for a couple of minutes to the planned surgical procedure. There were spare devices available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device observed that the device ran in reverse when plugged into the cable without being moved to the lock or forward positions. Therefore, the assignable root cause was confirmed. The assignable root cause was due to wear component from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.